Event description:
A malfunction was reported on the pump by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Tandem technical support provided instructions to reset the pump, which resolved the issue, and advised the customer to continue using the pump and to call back if the malfunction recurred. The caller acknowledged and understood these instructions.